Event description:
As reported, during tapp procedure using sorbafix device was used to fixate the mesh. When the surgeon tried to fixate to the cooper ligament the fastener broke. Initial fixation above the hernia orifice was completed without issue. It was reported that the device was trial hit once outside the body, and the procedure continued without further complications. Re-fixation to the cooper ligament was successful. A total of five fasteners were deployed successfully, with no loose fasteners observed. There was no reported patient injury.

Manufacturer narrative:
As reported, during procedure the sorbafix fixation device fastener broke. Based on the information provided the most probable cause for the reported fastener break is the result of forces applied in use while firing into an underlying hard structure the coopers ligament. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states, " insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.